Event description:
The report stated that when they opened the package for use in a radio frequency liver ablation, they noticed the insulating coating had already came off. Upon return for evaluation, it was discovered that the amount of coating removed had the potential to cause serious injury.

Manufacturer narrative:
This failure mode is being trended.